Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis, and the gore® excluder® iliac branch endoprosthesis (ibe). On an unknown date in (B)(6) 2025, the patient was hospitalized to undergo coronary artery bypass grafting (CABG). A computed tomography (CT) scan revealed an occlusion extending from the proximal portion of the contralateral limb of the trunk-ipsilateral leg endoprosthesis to the left common femoral artery. The internal iliac artery was also occluded. On (B)(6) 2025, the patient underwent a reintervention to treat the occlusion. Thrombectomy using fogarty catheters was attempted. Because complete removal of thrombus was not achieved, an additional stent graft was placed as an inner lining. Furthermore, due to vessel angulation near the flow divider of the iliac branch component (ibe), a bare-metal stent was additionally deployed. Blood flow improved but flow distal to the common femoral artery remained reduced. The procedure was concluded with a plan for follow-up observation. No treatment was performed for the occlusion of the left internal iliac artery. Attending physician¿s opinion: the narrowing at the external iliac artery origin (near the flow divider of the ibe) is considered the primary issue. Narrowing of the lumen at the proglide puncture site was also observed, which likely contributed significantly. Pre- and postoperative CT scans showed luminal narrowing distal to the common femoral artery. These multiple factors are presumed to have led to the occlusion.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.